Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the motor is intermittently stopping. They turn the chair off and back on, and it works again.